Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with dermatologists (dr. (B)(6) and their endocrinologist (dr. (B)(6) with skin reactions that have been ongoing for the previous 6-7 months and may be related to pod use. The patient has been experiencing redness, itching sensations and rashes with bumps reportedly ¿all over¿ their body, including (but not limited to) pod infusion sites. The patient¿s doctors have suggested multiple potential diagnoses including scabies, ringworm, dry eczema and reactions to the pod placements, however, none of these potential causes have been confirmed or diagnosed. The patient has been prescribed belloza (sic) 20 mg pills 2 to be taken per day, lyrica (pregabalin) 25 mg pills to be taken 1 per day in the morning and an unspecified ointment with corticosteroids. The patient has also swapped which insulin they are using, changing from novorapid (insulin aspart) to humalog (insulin lispro).